Event description:
It was reported by the patient that their seizures had increased following a car accident. The patient believed there was possible damage to their generator ; however, diagnostics were within normal limits following the car accident. The patient refused having their settings lowered or turning their device off prior to explant. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.